Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter e3) occupation: non-healthcare professional g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that [pt] received a cook celect filter on (B)(6) 2012. It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Event description:
No additional information provided at this time.

Manufacturer narrative:
The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported anxiety, mental anguish, stress are directly related to the filter and unable to identify a corresponding failure mode at this point in time filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. The following allegations have been investigated: tilt, vc perf, embed., anxiety, mental anguish, stress. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). G1) name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404. Registration no.: (B)(4).

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Patient code:vessels, perforation of ((B)(4))- listed in IFU, vessel or plaque, device embedded in ((B)(4))- listed in IFU, anxiety ((B)(4))- not listed in IFU. Device code: no code available ((B)(4))-device perforation-listed in the IFU, no code. Available ((B)(4))-tilt- listed in IFU. (B)(4). Blank fields on this form indicate the information is unknown or unavailable, or unchanged. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2012 via the right common femoral vein due to deep vein thrombosis. Patient alleges tilt, vena cava perforation, embedment. Patient further alleges anxiety, mental anguish, stress. Filter retrieval performed on (B)(6) 2017. Per retrieval report, (B)(6) 2017, : successful intact retrieval of a celect ivc filter without immediate complications." Per CT, (B)(6) 2016: "infrarenal ivc filter with some of the tines extending beyond the border of the ivc."